Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the vent failed whilst in use on a patient using asb mode. There was no patient injury reported.

Manufacturer narrative:
The service engineer on site replaced the valve o2, which was identified as faulty component, and sent it to (B)(4) for further investigation. It was found that the tappet of the dosage system sporadically stuck in an arbitrary position for unknown reason. The logbook-analysis confirmed this. In case of a sticky tappet the valve's control loop may increase the current in order to move the tappet in accordance to flow requirements. This may lead to a drop down of the internal voltage as the power supply is equipped with a current limit and a power limit. The ventilator in this case attempted a warm start in order to fix the problem. An audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. Several warmstarts were not successful and thus were repeated. In the event of multibel unsuccessful warmstarts, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary in this case. The replacement of the valve o2 solved the problem.

Event description:
Please see initial report.